Event description:
It was reported through sales rep, (B)(4), that a patient fell out of bed and passed away. The user facility has a 3rd party nurse call system that was not plugged into the headwall at the time of the incident. Additionally, it was reported that the syk bed exit system was not armed.

Manufacturer narrative:
The user facility has a 3rd party nurse call system that was not plugged into the bed at the time of the incident. Additionally, it was reported that the stryker bed exit system was not armed. The stryker sales rep, arrived at the hospital monday october 25, 2010. The stryker representative spoke with the director of operations of the hospital. The director of operations of the hospital stated that the bed was not plugged into their nurse call system and that bed exit was not engaged. The bed in question was verified to be in proper working order by the hospital staff and put back into use prior to the stryker representatives arrival to the hospital. Since the hospital staff did not find any malfunctions with the unit's the identity of it was not noted therefore, the unit was not available for evaluation by the stryker representative. It was also reported to stryker that the hospital does not consider the unit to have caused or contributed to this adverse event.